Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that post operative check of this right atrial (ra) lead showed a decrease in sensing and an increase in pacing thresholds. X-ray showed that the lead had dislodged. The lead was successfully repositioned and remains implanted. No adverse patient effects were reported.

Event description:
It was reported that post operative check of this right atrial (ra) lead showed a decrease in sensing and an increase in pacing thresholds. X-ray showed that the lead had dislodged. The lead was successfully repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient identifier.